Event description:
It was reported that the device kept aborting the left ventricular capture management test because the programmed left ventricular pulse width was less than 0.4 ms. A review of the device product performance information indicated that the capture management trend was due to the pulse width being set too high when in fact it was the opposite. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis review found no anomalies.